Manufacturer narrative:
At the olympus service center, the probe unit on the pink area before insertion was checked. There was no pin hole or damage. However, the forceps channel was leaking. The channel had tear marks. The light guide cover glue and forceps cover glue were peeling and had small dents. The body had fluid invasion. There was an electrical leak from the probe cap. The switches were not working. The angulation was low, and the angle wires were stretched on the control knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope had a hole in the distal tip and there were air/water leakages. The issue was found at reprocessing. No patient involvement reported. During the evaluation of the device, it was noted the light guide cover glue and forceps cover glue were peeling. This report is to capture the reportable malfunction of peeling light guide cover glue and forceps cover glue noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely the peeling of the adhesive occurred because external force was applied to the distal end due to handling. The instructions for use (IFU) provides the following guidelines: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.